Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8 and h10. Review of the most recent repair record determined that the unit was out of calibration at the zero reading and the control bar was not in the correct position. The control bar was repositioned and the unit was recalibrated and resolved the reported issue. Review of the previous repair record identified that the unit was out of calibration at the 0 reading which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device calibration was off and an uneven graft was taken. The event occurred during surgery. No surgical delay was reported and there was no variance in surgical technique. Reporter indicated that there was patient harm but a nurse review of the complaint determined that no serious injury occurred as no medical intervention was indicated. It was not reported if sutures were required due to the uneven graft. No additional surgery/unplanned skin graft was reported. No additional information available at this time. No adverse events were reported as a result of this malfunction.